Event description:
This was a left sided cardiac lead extraction conducted in the ep lab to remove a total of 2 leads (rv-sjm 1580 riata, 96mths; ra - sjm 1688 sdx tendril, 18mths) due to a fractured, non-functioning ICD lead. The patient was asked to come in for a lead exchange after suffering inappropriate shocks. The patient was prepped per hrs recommended standards; baseline arterial blood pressure (abp) was 140/82. The md opened the pocket, cut and inserted a lld-ez into the rv lead. The md successfully retracted the rv lead's coil but the lead would not release. It was noted on fluoroscopy approximately 2 cm of exposed cables between the proximal and distal coils of the lead. Lasing began with the 16f glidelight without an outer sheath; the patient's abp was approx 120. Progression was made over 2/3 of the proximal coil, laser sheath was not yet to the svc when the lead released from the wall; patient's abp was approx 110. The md stopped lasing and watched the monitor and the abp continued to drop to approx 60. At 1441, blood was called for and the cvs/or team called to prep for an emergent sternotomy. At 1443, CPR was started, at 1444, the patient was intubated and at 1445, the cvs was in the room. Tee confirmed a right pleural space effusion. At 1447, the patient was transported next door to the or and at 1450, the cvs performed a sternotomy. A perforation in the rv was found and successfully repaired. The ra lead was successfully extracted during the open chest repair. The patient was transported to the ICU and made a success recovery.

Manufacturer narrative:
The physician in this case communicated to the (B)(4) sales representative on (B)(4) 2012, that the patient had unfortunately suffered a cva and died on (B)(6) 2012.